Event description:
Upon opening a case of the s/p prefilled buffered 10% formalin, 100 jars per cse, one jar had some foreign material floating in it. The remaining cases were inspected and 18 jars were found from lot number 15129 and 5 jars from lot number 15130 were found containing foreign material. The jars were suspended from use and are available for testing if needed.